Event description:
Per the clinic, the patient experienced a skin flap infection at the distal flap/incision site over the implant. The patient also developed skin and wound breakdown with serosanguineous drainage, localized necrosis, and significant pain. A mrsa infection was suspected. The recipient was treated with antibiotics; however, concerns were raised regarding limited antibiotic penetration and the potential for worsening infection. Due to the progression of the condition, the device was explanted on (B)(6) 2026.